Event description:
Catheter inserted in antecubital vein. Easily inserted, blood return noted. Pt did jerk arm when catheter inserted but advanced without difficulty. Blood work drawn from site but when fluid initiated, site infiltrated. When catheter discontinued, rn felt catch. Catheter appeared ragged and portion missing. X-rays noted 1 cm length of tubing just under skin at antecubital area.